Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl. Reportedly, the cause of the high bg is due to the customer choosing not to deliver boluses when he eats. The customer declined troubleshooting with tandem customer technical support. The customer delivered a correction bolus to stabilize impacted bg level.